Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 2nov2018. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting. And confirmed the reported issue. The battery was unable to be charged. The fse replaced the battery to address the finding.

Event description:
It was reported that there was a battery failure. There was no patient involvement. The event date was not specified; estimate used.